Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for a driveline infection and was noted to have elevated lactate dehydrogenase (ldh) of 509. The patient was started on bivalirudin. Log file analysis captured a pump stop event that was due to an esd (electrostatic discharge) event on (B)(6) 2022 at 20:56. The pump was off for approximately 3 seconds during the reset. The patient did not recall hearing the alarm whatsoever. The driveline infection resolved with antibiotics. The hemolysis had not yet resolved, and despite no evidence of clot, the patient was kept on bivalirudin.

Manufacturer narrative:
Fmanufacturer's investigation conclusion: review of the log files provided by the account confirmed a pump stop associated with electrostatic discharge (esd); however, a specific cause for this finding could not be conclusively determined through this evaluation. In addition, a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. The submitted controller event log file captured a pump stop on 16nov2022 with associated low flow, low speed advisory/hazard, pump stop, and low pump current fault flags. The pump stop event lasted approximately 3 seconds and therefore did not last long enough to trigger an audible alarm. The event appeared to be consistent with esd events. Before and after the pump stop event, the pump operated as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU lists infection and hemolysis as adverse events that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The heartmate 3 lvas patient handbook also contains information about caring for the driveline and preventing infection. In addition, section 6 of the IFU provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Section 3 of the IFU, ¿powering the system¿, states that high levels of static electricity can damage or harm the system and cause the pump to stop. This section recommends that the patient use battery power when not sleeping or resting to reduce the risk of electrostatic discharge (esd) events. Section 6 "patient care and management¿ warns that static electricity can cause the left ventricular assist device (lvad) to stop and explains additional steps in how it can be avoided. Section 7 "alarms and troubleshooting" describes all alarm conditions as well as the appropriate actions associated with them. Additionally, the safety testing and classification tables in appendix c of this document include electrostatic discharge information. Section 1 ¿introduction¿ of the patient handbook warns the user to avoid touching older television or computer screens and to avoid activities that may induce string static discharges and to take actions to reduce the chance of esd, as strong electrical shocks can damage electrical parts of the system and cause the pump to perform improperly or stop. Section 4 "living with the heartmate 3" contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built up esd by touching a metal surface before handling lvas components. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard or pump off alarm, call your hospital contact immediately for diagnosis and instructions. The testing & classification tables in section 9 of this document include esd. The emergency contact list form included in the handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.